Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31550609l, and no internal actions related to the reported complaint were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter, the patient experienced decreased blood pressure and pericardial effusion (pe)/cardiac tamponade (CT) treated with drainage. Prolonged hospitalization was reported. During the second ablation for pulmonary vein isolation (pvi), the blood pressure decreased, pericardial effusion/cardiac tamponade was confirmed with echocardiography, and drainage was performed. However, the treatment could not be completed and was ended. Septal puncture was performed using nrg rf transseptal needle (one transseptal puncture site). The patient returned to the critical care unit (ccu) and recovered. The physician's judgment on health hazard was serious with extension of hospitalization was required. The physician's opinion on the relationship between the event and the product was that during the septal puncture, the needle inadvertently advanced into the left atrium, which is when the tamponade occurred. There were no abnormalities observed prior to or during use of the product. Additional information was received which indicated that the outcome of the adverse event was improved. One catheter exchange was used for each during the procedure. The energy delivered was pulsed field ablation (pfa). Prior to noting the pe/CT, ablation was performed. The event occurred during the ablation phase. The patient did not require cardiac surgery. Additional clarifying information was received which indicated that the pericardial effusion was found after ablation with varipulse¿ catheter. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital (about one week after the procedure). The number of performed ablations were two (2) with pfa energy. Two ablations were performed within the left superior pulmonary vein (lspv). No ablations were performed outside the pulmonary veins. The procedural activated clotting time (act) was around 350 seconds. There was no evidence of steam pop. The flow setting for the irrigation catheter used were pre: 2 sec and post: 4 sec. There were no error messages observed on biosense webster equipment during the procedure.